Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that e4 (occlusion) was displayed on the pump at 4:39 am and the patient's blood glucose was 28 mmol/l with the presence of ketones. She experienced vomiting as a result. Upon review of the pump history a w8 (bolus cancelled) was listed at 11:10 pm and the mother/patient does not recall the alarm. It is believed that the patient did not receive insulin between 11:10 pm - 4:49 am. Outside treatment was not needed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.